Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that vessel perforation, cardiac tamponade and death occurred. The 90% stenosed target lesion was located in a moderately tortuous and a moderate to heavily calcified right coronary artery. A 1.50 mm rotalink¿ burr was used for treatment. During the procedure, it was noted that the burr perforated the right coronary artery which caused a cardiac tamponade. The procedure was not completed due to the event. Consequently, the patient died.